Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not consistently powering on and the power button feels sticky. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.